Manufacturer narrative:
Device evaluation: d10, g4, h9, h6 and h10 result of investigation: vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to the tca drift railed high a/d counts. This was a known issue addressed in CAPA ca-2015-0273, eco 83950, avea recall z-1609-2015, scar ps-14-46 for revs ah and older. Corrected with rev aj.

Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and replaced the gas delivery engine (gde). All work performed in accordance with avea service manual. Performed extended systems test and performance check, all passed. Ventilator is operational and meets OEM specs. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that avea comp got error message "circuit occlusion". The customer confirmed no patient involvement in this reported event.